Event description:
It was reported to gems that the operator failed to tighten the plate to the detector when replacing the collimator. The collimator and plate fell off when the detector was rotated over the pt. It touched the pt, but there was no injury.